Event description:
It was reported that a catheter twist occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter wire was twisted inside the patient while pressing the imaging button and an error message occurred on the console screen. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The complaint device was returned for product analysis. A visual examination revealed that the imaging window was twisted and entangled, and the tip was stuck with the soft part of the guidewire. Microscopic inspection revealed that the guidewire exit port was deformed. Functional test could not be performed due to the condition in which the device returned.

Event description:
It was reported that a catheter twist occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter wire was twisted inside the patient while pressing the imaging button and an error message occurred on the console screen. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.